Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/23/2020 h.6. Investigation: customer returned three (3) 0.3ml insulin syringes. Consumer reported that when the needle shield was removed the needle hub separated and remained in the shield. All 3 returned syringes were examined, and it was observed that 1 syringe exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. The other 2 syringes did not exhibit hub separation, and removing the cannula shield from these 2 syringes did not result in hub separation. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: wife of consumer reported found 4 syringes from this box when removed needle shield needle hub removed also and stayed in the needle shield lot # 0027372 catalog# 328512 date of event unknown

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 wal experienced hub separation from the device during use. The following information was provided by the initial reporter: wife of consumer reported found 4 syringes from this box when removed needle shield needle hub removed also and stayed in the needle shield. Lot # 0027372, catalog# 328512, date of event unknown.